Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the lower part of the cassette leaked during calibration. The product was replaced and procedure completed with no patient impact.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the fifth complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The DHR shows the product was released per specifications. The used pak was returned and visually inspected; no obvious defects were found. The red connector on the administration manifold and the barb on the cassette were intact. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. A pressure leak integrity test was performed on the sample; the sample functioned within specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. The red and gray connectors on the administration manifold could be engaged to the cassette. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).